Event description:
Femoral venous access was achieved using a micropuncture kit. There was return of blood flow and selinger technique was used to advance the wire through the needle access site. The wire advanced without resistance until approximately half way in. There was then some resistance and attempt to remove the wire was made. The end of the wire was sheared in this process and a small coil of wire was left in the tissue. Fluoroscopy was used throughout the procedure. Vascular surgery was consulted immediately, and withdrew the needle without difficulty. Hemostasis was achieved without difficulty. They recommended leaving the coiled piece in the tissue as removing it would cause more harm. Ccu director was notified, ccu attending on call was notified and family was notified. Per vascular surgery recommendations, if the patient recovers from her underlying cardiac event, removal by interventional radiology can be attempted in the future if desired.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). No product was returned to assist in this investigation. The exact wire guide has not been identified. This complaint references a "micropuncture kit." Depending on which micropuncture kit was used, there are a possible four different wire guides that could have been used. The four wire guides are inspected by quality control personnel per specifications. Although no product was returned to assist in this investigation, we can speculate based on the events as described in the "event description." This statement "there was then some resistance and attempt to remove the wire was made. The end of the wire was sheared in this process and a small coil of wire was left in the tissue. Fluoroscopy was used throughout the procedure. Vascular surgery was consulted immediately, and withdrew the needle without difficulty," leads to a conclusion that an attempt was made to remove the wire back through the needle. Each wire guide has a caution label attached which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." This complaint therefore, is more likely the result of user technique than the device. We will continue to monitor for similar complaints.